Manufacturer narrative:
Conclusion: according to the received information, the active electrode post-operatively migrated partially out of cochlea as confirmed by diagnostic imaging. In addition, the inactive portion of the active electrode extruded through the ear drum. A revision surgery has been carried out and the electrode has been put in place again with two channels remaining extra cochlea. Reportedly the recipient's hearing performance is fine again. This is a final report.

Event description:
There was a sudden loss of hearing with the device. There is no known incident of accident or trauma. The electrode lead was seen extruding through the tympanic membrane and posterior ear canal. As per imaging review, 4/5 electrode contacts seem to be out of cochlea. The electrode was found displaced in the cerumen in middle ear cavity prior to any procedure. As per additional information received, the array was re-inserted with now only 2 channels remaining extra-cochlear. The recipient reported hearing performance was the same as it had been before the extrusion/migration.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a sudden loss of hearing with the device. The electrode lead was seen extruding through the tympanic membrane and posterior ear canal. As per imaging review, 4/5 electrode contacts seem to be out of cochlea. The recipient only has benefit on 4 channels. The user was treated for otitis media in recent weeks. The electrode was found displaced in the cerumen in middle ear cavity prior to any procedure.